Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. The philips field service engineer (fse) analyzed the system onsite and verified that system was not releasing x-rays. After reviewing the log file, fse found an error of full disk. Fse identified the issue was with ippc. Since this part is not available the machine is still working with old ippc with limited use. New ippc need to be replaced once the part is available. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.